Event description:
Pt came into md's office and it was found that the cannula and cannula portion had fallen into his right mainstream bronchus that could been seen with a flexible bronchoscopy through the stoma site. The pt went to the hospital where the cannula was removed via bronchoscopy.

Manufacturer narrative:
As reported by the md, he states that the cannula is markedly discolored associated with smoking. The md also states that the cannula was not affixed with to ring washer and plug upon removal that is used to prevent cannula displacement and possible aspiration as noted in the instructions for use. (Please see attached instructions for use). The md also states that the stoma looks fine postoperatively and the new cannula sits nicely into position without difficulties. The pt is presently working and not having any disability from the event requiring the removal of the cannula.